Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Broken needle was returned lodged in left jaw of suturing device; needle was broken at loading slot. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the lap nissen fundolipication, when loaded on suture case was empty and it had fired the whole unit. When loaded the second suture, there was a needle already in. No patient adverse events reported. New device was opened to resolve the issue.